Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after the right ventricular (rv) lead was implanted the lead exhibited high thresholds and had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.